Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one maxcore biopsy needle was returned. A drop test was performed during functional evaluation and after the sample was released, the top slide self-activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that the right bumper was bent and the left bumper was missing. Therefore, the investigation is confirmed for self-activation. The bent right bumper and the missing left bumper likely contributed to the incomplete cannula tang engagement and self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during a biopsy, the device allegedly self activated. There was no reported patient injury.